Manufacturer narrative:
Complaint no: (B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, 12l (frequencies, and lot numbers not reported), and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal ambuflex therapy was ongoing. Action taken with the dianeal ultrabag therapy was not reported. During a call with baxter technical services (bts) regarding assistance with the homechoice (hc) device, the patient reported he had just got out of the hospital for peritonitis. Follow up contact was made with the patient who reported the following. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged and reported he was recovering from the peritonitis. Follow-up information was received from a nurse, who medically confirmed this report. On an unknown date in (B)(6) 2012, the patient experienced peritonitis, manifested by abdominal pain. On (B)(6) 2012 (previously reported as (B)(6) 2012), the patient was hospitalized for the event. Treatment rendered was unknown. The nurse stated the patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4): the peritoneal dialysis nurse reported that the patient was hospitalized. The patient was hospitalized for pulmonary edema, about a week after onset of the peritonitis. The nurse reported that the patient was recovering. This condition was not confirmed, as the disposable set was not returned to baxter. The root cause could not be determined, as the user did not describe any types of use errors or other issues that might have caused the reported problem. Review of the batch records revealed that the results were acceptable, with no manufacturing issues.